Event description:
The customer reported that their unit was "smoking". The customer was not using the unit. They stated that they had shut it down "three days ago". Attempted to contact the customer to follow-up on potential physical complaints related to the issue, but the customer was not available. The asp field service engineer went to the facility to repair the unit.

Manufacturer narrative:
The asp field svc engineer replaced the oil mist filter. He tested the unit and it met specifications.